Event description:
Patient reported her blood glucose was approximately 300 mg/dl in the morning on (B)(6) 2013. She noticed the cartridge compartment of the infusion device was wet, and she changed the cartridge. She believes the cartridge leaked insulin near the plunger. She also reported the infusion device displays frequent e4 occlusion errors. The infusion device and cartridge were requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint describing a leakage cannot be verified. Three received unused cartridges were visually, leak and glide force tested. The cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force of the plungers was measured and is in accordance with product specifications. One unopened headset (lot 5004265) and one unopened infusion set (lot 5004259) were visually inspected and tested for flow and tightness. The test results were within specifications. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The occlusion limits were tested successfully.